Event description:
There was small calcific disease at access site. Risks were discussed with physician and he felt it could be avoided. After arterial sheath was introduced, srm 0.014 wire was introduced. It went in without resistance but after angiographic review, it appeared outside of contrast field. Wire was removed and reintroduced into true lumen. Dissection was shown on angio. After intended lesion was treated, a second more proximal stent was implanted and dissection flap was closed. Patient did fine. We are unsure if the dissection was caused by the guidewire or the calcium in the artery at the time of nps introduction. Total procedure time of 68min skin to skin.